Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - the subject pacemaker switched in standby mode on (B)(6) 2024 at 18:18:53. - the subject device has switched in standby following the detection of a corruption in device memory data upon memory integrity self-checks. The programmer has requested the switch in standby mode because one bit was corrupted. This is a well-known and non-destructive phenomenon in microelectronic circuits. - the re-initialization attempt has failed on (B)(6) 2024 due to communication errors. - the second re-initialization attempt was successfully completed on (B)(6) 2025 and the normal pacemaker functioning was restored. Based on the available data, no issue is suspected on the pacemaker.

Event description:
On (B)(6) 2024, the subject pacemaker was found in standby mode.

Event description:
On (B)(6) 2024, a technician from monarsh heart clinic contacted us regarding an issue she encountered while attempting to interrogate an eno device. During the interrogation process, a message appeared on the programmer stating: ¿implant is in standby mode ¿ interrogation is stopped. Do you want to reinstate the implant (which will require a few minutes)?¿ the technician attempted to resolve the issue by shutting down and restarting the programmer multiple times, but the same message continued to appear. Given her concerns about the safety of performing the reinitialisation in a non-hospital environment and that the patient had an underlying rhythm. The technician made the decision to send the patient home without further action.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.